Event description:
Boston scientific received info that this pt was presented to the electrophysiology (ep) lab. During the procedure, the device required repositioning. Upon reconnection of the device to the electrode, the physician determined that the set screws were stripped. Despite the use of multiple wrenches, tug testing determined inadequate device-electrode connection. The device was removed and a replacement device was connected without further difficulties. Boston scientific received info that the device had been repositioned due to high defibrillation thresholds requiring delivery of three external defibrillations that occurred at the time of the implant procedure in (B)(6) 2014. Boston scientific's in-house engineering had recommended that the device should be repositioned more laterally. Defibrillation threshold testing was not performed following device reposition as the pt was not therapeutic. The device was received at boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing lab testing.